Manufacturer narrative:
Concomitant medical product: 4074-58 lead, implanted: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was implanted, and during operation tested parameters were well. During follow up check, atrial sensing was not ideal. Physician conducted re-operation, during the operation, the setscrew for the atrial lead slipped, so the lead could not be fixed. The ipg was explanted and replaced, and the atrial lead remains in use. No patient complications have been reported as a result of this event.